Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 90 mg/dl range and sensor reading was in the 30 to 50 mg/dl range. Threshold suspend feature is set at 70 mg/dl. Customer also mentioned that in the morning the device was going off and when she got home her blood glucose was 55 mg/dl, she treated and got it up to 139 mg/dl. Customer declined troubleshooting assistance and she isn't returning the sensor for analysis.